Event description:
It was reported that this right atrial (ra) lead was presenting impedance out of range and noise due to a fracture presented. Moreover, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was presenting impedance out of range and noise due to a fracture presented. Moreover, the lead was explanted and replaced. No additional adverse patient effects were reported.